Event description:
The customer reported two erroneous high ethanol results generated on the au400 clinical chemistry analyzer. The results were reported out of the laboratory and questioned by the doctor. Patient treatment was not impacted by this event. Qc out high after event. Prior to the event, the instrument had a new sample probe, new lamp, wash pump replaced, and cuvettes cleaned. Post the event, the customer use a new lot of calibrator and fresh reagent, cleaned water tank, replaced "beaded" water tanks on water system, and cultured cleaned. On (B)(4) 2011, a field service engineer (fse) was unable to replicate as problem is intermittent. Verified all alignments, temperatures and wash usage. All consumables have been replaced. The customer is going to run all alcohols on the au640 in duplicate. On (B)(4) 2011, fse decontaminated the au400 and all qc were within specification. Will monitor. Root cause for the event appears to be the water system and contagion of the au400